Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen in clinic for follow up and no device anomalies were identified. This product remains implanted and in service and monitoring will be continued. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance anomaly with this device. Boston scientific technical services (ts) assisted the patient with completing a successful remote interrogation and the patient was referred to the physician for further information. No adverse patient effects were reported. This product remains implanted and in service.